Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the screen would not turn on after the machine was rebooted. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen does not turn on after rebooted machine, a blue screen appears and a black screen. A field service engineer confirmed no issues were found. Instructed customer to reboot the station and verified successful startup. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the screen would not turn on after the machine was rebooted. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.